Manufacturer narrative:
Initial.

Event description:
It was reported that after breakfast the user experienced a blood glucose of 53 mg/dl, treated the low with fast-acting carbohydrates, and requested to speak with the clinical team; the user stated that the ilet was not suspending insulin at a glucose of 80 mg/dl, and device-related details could not be confirmed due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed that no findings were available and that there was insufficient information to identify a medical device problem or an affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.